Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006; inratio: 2.6; lab: 1.4 (5 days later).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006; inrato: 2.6; lab; 1.4 (5 days later); mean: 2.0; confidence limits: 1.3-2.7. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The lab test was done 5 days later. Per tr0130, the comparison considered invalid. No investigation required.